Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).

Event description:
While performing an echo exam with the swiftlink cable & acunav probe, the measurements during the scan were incorrect. The measurements were 3cm shorter than expected. The exam was not completed. There was no patient injury or extended sedation required.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The investigation was conducted with provided information from the customer site. Testing was performed on a different system to reproduce the issue. It was determined this was not caused by a system malfunction. It was caused by user mishandling of the universal video converter. The customer was advised to turn on the dip switch in order to obtain the desired results. The system is fully functional. Reference #(B)(4).